Manufacturer narrative:
Additional manufacturer narrative: the operative report and discharge summary were provided. Per the discharge summary: clinical history: this was an unfortunate (B)(6) patient who was in hospital in very critical preoperative state due to sever right heart failure secondary to critically stenosed tricuspid valve and stenosis of insufficient pulmonary valve. She was brought to the operation room on an urgent basis. She was obviously high risk. Treatment and progress. The patient was taken to the operating room and actually was found to have a huge clot in the right atrium and underwent uneventful tricuspid valve replacement and pulmonary valve replacement with resection of wall and thrombectomy. She tolerated the procedure well and actually, she was not on much inotropic support and was transferred to the cardiovascular intensive care unit in stable condition. Unfortunately, she was hypovolemic and underwent cardiac arrest. She was having some biventricular dysfunction. She was placed on ECMO through the groin. The patient stayed there for about a week while she stabilized. She also developed some pulmonary hemorrhage. On (B)(6) 2010, she reached the point where she could be separated from ECMO nicely, which was done successfully with some stable hemodynamics. On (B)(6) 2010, she unfortunately had another cardiac arrest. She was in extremis and she required another round of ECMO for which she was supported for some time and then afterwards, a discussion with the family and physicians involved, support was withdrawn. The patient deceased on (B)(6) 2010.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was explanted after an implant duration of 4 years and 3 months (51.47 months). On (B)(6) 2011, a response was received from the surgeon indicating the device was explanted due to regurgitation/insufficiency and stenosis.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. Method: device not returned. Additional manufacturer narrative: patient has another device implanted, see report for serial number (B)(4). A device history record review is in progress.

Event description:
Per the operative report: indications: this unfortunate (B)(6) was in hospital with very critical preoperative state due to severe right heart failure secondary to a critically-stenosed tricuspid valve and a stenosed and insufficient pulmonary valve. She was brought to the operating room on an urgent basis to have this corrected. Findings: the heart was huge, particularly the right atrium. The prosthetic valve in the pulmonary position was moderately stenosed and severely insufficient with the leaflets fused in a semi open position. What was very disconcerting was that the tricuspid valve had all 3 leaflets rigidly fixed in the closed position and with only a hairline crack between 2 leaflets to allow blood into the right heart. I really am not certain how this child survived with this valve. Of note was that at the beginning of the operation, her cvp was 23 and cerebral saturations were only 30. At the end of the operation, the cvp was 10 and the cerebral saturations were 65. The whole the operation was done with the heart beating, there was no crossclamp. The old pulmonary valve was excised and a new 25mm perimount magna valve implanted using running 4-0 prolene, reefing it with a patch of bovine pericardium. The right atrium was opened and widely resected. There was a large clot that was not very adherent to the wall of the atrium and we removed all of this. The tricuspid valve was carefully excised and then we implanted a 31mm mosaic valve using horizontal mattress sutures of 2-0 tycron pledgeted with felt pledgets. This valve sat very nicely. The right atriotomy was closed in 2 layers using running 5-0 prolene. The patient was rewarmed and weaned from bypass without any difficulty. Hemodynamics were much improved, as was the ventricular function. Routine decannulation was performed and all cannulation sites were over-sewn with prolene. One chest tube was left in the anterior mediastinum and one in the right pleural space, which had been widely opened. Standard sternal closure with wire was performed. Standard 3-layer closure of subcutaneous tissue and skin was performed. The patient was returned to the intensive care unit in stable condition.